Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker reported that their heart rate did not increase as expected with activity. Additionally, the patient experienced pain with activity. The patient also experienced swelling and was prescribed diuretics. Programming changes were made by the physician, however, the patient reported no changes with their heart rate and noted that the physician planned to make additional programming changes at their next follow up. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.